Event description:
Per complaint (B)(4), the patient presented to clinic for infected gum tissue. The doctor tried treating infection with 2 rounds of antibiotics and performed excision of inflamed gum tissue, without resolution. The patient also reported having several draining abscesses, however, no evidence was found clinically. The implants were removed.